Manufacturer narrative:
Analysis was normal. No anomalies were found. All damage noted to the returned distal portion was consistent with that occurring at time of procedure.

Event description:
New information received notes the right ventricular lead presented with high pacing impedance and was extracted and replaced in a procedure on 11 may 2021. Post-procedure the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with varying low voltage impedance and noise that caused non-sustained right ventricular over-sensing episodes. The physician alleged this could be due to a lead fracture. Intervention discussed but no changes were reported. There were no patient consequences.